Event description:
Per the audiologist's report, the pt does not perceive loudness growth on several electrodes when stimulation levels are increased. Device integrity test results were consistent with normal device function. Due to the child's decreasing performance, the surgeon explanted the device in 2006 and reimplanted a new device.

Manufacturer narrative:
This type of event is addressed in the device labeling.